Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the new order was not crossing over to the station. A technical support specialist contacted the customer, and the customer staff reported that the issue was part of a facility wide it problem. The nurse supervisor confirmed that the problem was it related and that a helpdesk ticket had already been created and resolved prior to case closure. No corrective action was performed on the device by the technical support specialist. The issue was resolved by the customer's it team. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.